Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during set up in the operating room, the camera head did not display a image with the power source. The suspect device was sent back to reprocessing. The scheduled unspecified procedure was completed with a similar device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. The customer¿s complaint of no image was confirmed. The cause of the issue was due to a faulty charge-coupled device (ccd) unit. The unit was repaired and returned to the customer. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. However, the legal manufacturer reported that the most probably cause for the reported event is the following: it is considered that image does not display because the ccd unit has failed for an unknown reason.